Event description:
Pacing failure. Passing through 6fr sheath. Placed into right ventricular. Pacing commenced but unable to pace. Reconnected but no improvement.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusions can be drawn.